Event description:
It was reported that during a routine implant, low impedance, no sensing and no capture was observed on the new right ventricular lead. After disconnecting the lead the physician noted that the suture sleeve where he had tied the lead down was severed and the lead integrity was compromised. The physician believed this was due to a malfunction of the suture sleeve. The lead was replaced successfully. The patient was discharged.

Manufacturer narrative:
Analysis confirmed the reported events of suture sleeve tie down damage, loss of capture, loss of sensing, and low lead pacing impedance. A complete lead was returned in one piece. Visual inspection found the suture sleeve was cut and outer coil compressed at the suture sleeve tie down location. Inspection of the inner insulation at this location found damages to the inner insulation 12.4 cm from the connector pin, consistent with suture sleeve tie down damage. The cause of the events were isolated to overtightening suture. The reported event of ¿malfunction of the suture sleeve¿ was not confirmed. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.